Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent centre struts misaligned overlapping and lifted distally. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no signs of damage on the hypotube and shaft polymer extrusion profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After plain old balloon angioplasty (poba) was performed, a 2.25 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent was found to be lifted. The procedure was completed with a 2.25mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After plain old balloon angioplasty (poba) was performed, a 2.25 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent was found to be lifted. The procedure was completed with a 2.25mm non-bsc stent. No patient complications were reported and the patient's status was good.